Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they noticed that their stimulation is off. Caller stated that they charge their controller overnight and when they go to plug the controller into the ac power supply, it says the stimulation is off. Caller added that when they go to recharge their implant, the implant is still at 100%. When asked for event date, caller stated they're not quite sure but noted there has been a power outage for like 2-3 days and didn't know if that affected things. Agent walked caller through turning stimulation back on. Caller noted they can feel the stimulation. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.